Event description:
The pt was bilaterally implanted with smooth becker expander/mammary prostheses on 2/21/89. Subsequently, the pt experienced a rupture of the right device and bilaterally capsular contracture and breast pain. The devices were removed on 5/21/98.